Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high and an inaccurate low issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient reported that the alleged issue with the subject meter began one week prior to contacting lfs. The patient informed this mss that she went into her doctor's office to get the result from a lab test done sometime the week before. The doctor gave her a lab result of "90 mg/dl." She reported going home and obtaining a glucose result of "149 mg/dl" on the subject meter, which she felt was inaccurate high compared to the lab result. The patient stated that she tests her glucose every 4 hours and manages her diabetes with humalog 70/30. Due to the alleged high result of "149 mg/dl," she reported giving herself an increased dose of medication (unable to recall amount of units). The patient claimed 15-20 minutes after the alleged issue started she felt sweaty, clammy, shaky, nauseated, and seeing flashes of light in her vision. She reported immediately testing after her symptoms developed and obtaining a glucose result of "64 mg/dl" on the subject meter, which she felt was lower than the lab result, done two weeks earlier. However, she also felt the result correlated with her symptoms. The patient carries an emergency kit with a glucagon injection. In response to her symptoms, she immediately treated with a glucagon shot and reported feeling better after 15 to 20 minutes. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, good unexpired test strips and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter,administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.